Event description:
The reporter stated that: while the surgeon was spreading the "olive" in a 4- hole uni-cp plate, the part on the plate spreader that goes into the "olive" broke. The patient's condition was unaffected by the event. The surgeon used the small uni-clip plate spreader for the following uni-cp plate. The surgery was not delayed or interrupted because of this incident. Integra spoke with a physician's assistant regarding another event of this type, (see MFR report # 9615741-2008-00005), who stated that there is a risk of a foreign body entering the surgical site with this malfunction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.